Event description:
A copy of the customer's maude report was received from the FDA which stated; "while priming the tubing, the chemo medication squirted out of the sealed port." It was confirmed during follow up, that there was no harm to the nursing staff and no patient involvement as a result of this event.

Manufacturer narrative:
The customer¿s report that medication squirted out of the sealed port was not confirmed based on visual inspection and functional testing. No leak was observed either during re-priming or pressure testing of the sample. No obvious damages or issues were observed. The sample was re-primed and no leak or any issue was observed. Further testing was performed by pressure testing and no leak or any issue was observed. The root cause was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
A copy of the customer's maude report was received from the FDA which stated; "while priming the tubing, the chemo medication squirted out of the sealed port." There was no harm to the nursing staff and there was no patient involvement.